Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the cause was customer consumed carbohydrates, however, was unaware of bg levels as customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.